Event description:
We have been monitoring events related to flu vaccines and syringe failures. For approximately 1 month span we have received 18 vaccine related equipment failure events. This has occurred while the vaccine was being prepared or during administration. Failures note that the syringes appear to have cracks in or around the hub and medication has leaked out. Example of event: "while getting the medication ready to administer the hub cracked and the influenza vaccine leaked out. "There is a faulty connection between the standard influenza vaccination and needle. Vaccination leaked out where needle screws onto the syringe. Our organization is aware that crossed threaded or over tightened luer locks can leak or become disconnected.